Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) beeped and the patient went to the clinic. The patient reported that the physician said the device had not paced since last year and likely why the patient was not feeling well. The patient did not have a home monitoring system, so the clinic was not aware. An interrogation report indicated that the device was pacing in the right ventricular (rv) lead. Boston scientific technical services (ts) indicated that there was likely still power to pace in the left ventricular (lv) lead, as well. Ts also noted that to conserve energy, the device was not pacing in the right atrial (ra) lead; which may have resulted in asynchronous pacing in the rv and possible pacing inhibition. The crt-d was removed and replaced for normal battery depletion (nbd). Evidence suggests device was still pacing at explant. The interrogation report also noted to check the ra lead. Evidence suggests the alert was due to low amplitude. The leads were tested by the pacing system analyzer (psa) and noted no anomalies. No adverse patient effects were reported.